Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan united kingdom alleging the battery indicator appeared on his one touch ultra meter. The medical affairs specialist sent follow-up questions to the technical service representative (tsr) to ask the patient. The customer stated the meter prompted the battery indicator symbol on the morning of the day before. At 2 am on original date, the customer woke from his sleep with symptoms of shivering and shakiness. At the time he was unable to test his blood sugar and had some fruit juice and some food. He felt better in approximately 20-30 minutes. The patient has had the meter for at least 2 years. He has never replaced the battery in the meter and tests his blood sugar once per day. The patient takes humulin insulin-20 units at night and 12 units in the morning. He takes humalog insulin based on the daphne routine meaning he takes 1 unit of humalog per 100-110 grams of carbohydrate he eats. He started the daphne routine 2-3 years ago. The patient uses his meter readings to adjust his blood sugar dose to a target of around 6 mmol/l. Each unit of insulin lowers his blood sugar 2-3 mmol/l. The patient's average readings range from 8-9 mmol/l. The patient states he may or may not have adjusted habits or medication from the time the meter prompted the battery indicator through the time he had symptoms depending on the meter reading. The patient has not replaced the batteries in the meter and the meter was asked for return to lifescan. At around midnight on the day after the original date, the patient felt shaky again. He treated himself with sugary chocolate and felt better 20-30 minutes later. No readings were obtained on other meters since the battery indicator issue on two days earlier. The tsr determined that the product was not new and the battery had not been changed per the owner's manual. The owner's manual states the battery life is about 1000 tests. This complaint is being reported as the patient alleged he saw a battery indicator on the meter display, stopped testing with the meter and experienced symptoms of indicative of hypoglycemia. The patient claimed he did not test on any other meter during this time and was unable to treat himself based on meter readings.